Manufacturer narrative:
The sample was drawn into a vacutainer. The instrument is currently within qc specifications with respect to controls and reproducibility. A field service engineer (fse) found a broken pinch valve mount at vl35, which was not allowing the probe and rinse block to be rinsed thoroughly. No problems were observed with labels or identification of slides. Ten new slides were made post repair, and all results matched slides that were made manually. The fse replaced the pinch valve mount. Root cause can be attributed to a broken pinch valve mount (at vl35).

Event description:
A customer contacted beckman coulter inc. (Bci) and stated that when a slide prepared by the slide-maker was reviewed the results did not match the analyzer results. Per customer, platelet (plt) estimate performed on the slide-maker prepared slide looked decreased from the analyzer results. Printouts are not available. Review of a manually prepared slide made from the same specimen showed results that matched more closely with the instrument results. No erroneous results were reported out of the lab. There was no death, injury or change to patient treatment as a result of this event.